Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reseated and cleaned the j21 connector on the backplane with contact cleaner to resolve the issue. The system was tested and verified as ready for use. The complaint regarding there were recoverable faults was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system was getting recoverable faults. The fse was able to reproduce the customer reported complaint and performed service to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system was getting recoverable faults. The customer was working and everything was fine and then the system would fault with a recoverable fault. The customer was able to recover and work, but then the error would return. The customer confirmed it was a 31055 error. The onsite was not connected during the call, but an intuitive surgical, inc. (Isi) technical support engineer (tse) noted errors 31055/31061 from the previous day pointing to the surgeon side console (ssc) switch fault on the e-stop button. The procedure was completing as planned with no reported injury.